Event description:
It was reported a patient underwent an unknown procedure on (B)(6)2024 and suture was used. Suture needles break easily. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 UDI number. Additional information was requested, and the following was obtained: please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. It is in the process of withdrawal.

Manufacturer narrative:
Product complaint (B)(4) additional information: h6 component code: g07002 - device not returned additional information provided: was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did any needle piece fall into the patient? No if yes, ¿ was the needle piece(s) retrieved during the same procedure? Na ¿ were x-rays taken to locate the needle piece(s)? Na ¿ what measures were taken to retrieve the broken piece? Na ¿ was there any additional tissue damage as a result of searching for the needle piece? Na - if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Na a review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.